Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1, ps2 and ps4 power supplies were evaluated and replaced. The backplane and vcsi pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being reviewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.